Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify missing segments/partial display anomaly due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display when they go to rewind option. Customer stated that the display did not return to normal after troubleshooting. Customer states the insulin pump was neither dropped nor bumped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.